Event description:
It was reported that the ilet pump was not charging reliably and would only reach a partial charge, which was attributed to a charging problem involving the battery charger; during follow-up, the user disclosed placing the device on the charger with the screen facing down, and after education to place the screen facing up, normal charging resumed. Customer care provided support that included communication with the user and analysis of the information provided. Investigation of this case revealed a power source issue associated with the battery charger, consistent with a charging problem that was resolved through correct device-to-charger alignment and orientation. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.